Manufacturer narrative:
The customer claimed, the lab was not notified that this product was a high protein anti-d product, and would cause false positive reactions in pts with a positive direct antiglobulin. The customer had ordered gammaclone anti-d (monoclonal blend), between 2003 and 1/2005, and in 8/2006, the customer ordered anti-d. Each anti-d blood grouping reagent is distributed with a package insert corresponding to the product. It is recommended when performing testing with the product that package insert directions are followed. The test methods section of the anti-d package insert requires the concurrent use of immucor rh-hr control to detect false-positive reactions and the limitations section of the insert states: "red cells demonstrating a positive direct antiglobulin test cannot be accurately tested with this reagent." The customer did not return product or sample for investigation testing.

Event description:
Customer reported unexpected positive reactions with immucor anti-d. A false-positive reaction on a rh negative pt was generated and the pt was transfused with three units of o, rh positive red blood cells. No additional details were available.